Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility. Fse removed the broken-off cotton tip applicator from the waste system and ran patient samples. The total area was within acceptable range and the g8 instrument was performing as intended. No further action was required. A complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 troubleshooting states: 200 area low error is generated when three successive results fall below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported issue was due to cotton tip applicator lodged in the waste port.

Event description:
On (B)(6) 2017 a customer reported getting 200 area low error on the g8 instrument. During troubleshooting, the customer noticed the waste tubing was bent. The tubing was straightened and samples ran. The total area was within acceptable range. As part of troubleshooting, while cleaning the diluent/wash wells on the g8 instrument, the cotton tipped applicator stick fell in to the waste tubing and could not be retrieved. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.